Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1533401) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the reported event could not be determined; however, incidents are monitored on a routine basis for trends. It is unknown if the patient's activity level post discharge caused or contributed to the late developing hematoma. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that following a mynx vascular closure device procedure, the patient started experiencing some tingling sensation in the leg, persistent pain which caused difficulty walking, swelling at the groin area (size of a baseball), tenderness at the access site, numbness and inability to control urine. Four (4) days later, the patient went back to the hospital for evaluation. The patient was instructed to take pain medications (codeine) that was originally prescribed to him. During the patient's 2nd follow up visit 11 days after the mynx procedure, a drainage was performed at the incision site. The doctor pinched the site to drain the blood. The patient was prescribed with another pain medication (tramadol 50mg). Twenty (20) days later, the patient had a 3rd follow up appointment. The oozing had stopped and no further intervention was required. The patient was diagnosed with a hematoma. The patient was instructed to return back to the hospital if the access site was still swollen in 6 to 8 weeks. No further information is available.